Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called to report an issue with the battery cap and a power error alarm. The customer's blood glucose reading was unknown. The call was disconnected and no further details were provided. The insulin pump was not returned for analysis.